Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge change error occurred. Reportedly, customer experienced an elevated blood glucose (bg) level of 551 mg/dl. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.